Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 79.2cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 28-jan-2021. It was reported that shaft kink occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation; however, the shaft got kinked. The device was completely removed by simply pulling out from the patient's body and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a complete shaft separation.